Event description:
It was reported that during an attempted implant on (B)(6) 2017, when the physician placed the lead he did not get good numbers. The physician noticed the r-waves became inverted and the patient pressure dropped. Reposition was attempt but the helix became bound and would not extend. Lead was removed and replaced. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.